Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report #2916596-2018-01449. Investigation conclusion: the reported event of a flickering green power symbol on the mpu was confirmed. The evaluation of the returned (B)(4) revealed a compromised pcb led assy. Further investigation isolated the issue to a defective smd led diode. The pcb led assy was replaced and the issue was resolved. A specific root cause for the defective led diode was not able to be determined. The mpu was functionally tested and passed all test steps. The mpu was transfer to e rental pool. The patient remains on vad support. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient¿s mobile power unit (mpu) power symbol was flickering green. A locking power cable was in use at the time of the event and was replaced with another locking power cable. The green light continued to flicker. The customer gave patient a loaner and was requesting warranty repair or replacement. No clinical symptoms were reported. The vad history, showed no power alarm. The lvad clinician was unsure if the rehabilitation staff unplugged the mpu while patient was hooked to it or if it was related to the flickering power light. On (B)(6) 2018, it was reported that the mpu was defective and was shipped back for repair or replaced. There was no adverse impact to the patient due to the event. No additional information was provided.